Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the ins never worked as well as the temporary one did. It was noted that whatever the healthcare professional (hcp) did, they did not get it where the temporary was. The patient had not used it in a year but charged it up. The patient was thinking about taking it out because it didn't do what it was supposed to do.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the circumstances that led to the event was that it was probably installed wrong and never did work as well as the trial one. There were no steps taken to resolve the event and the issue was not resolved.